Event description:
It was reported that during a recent visit, the health care professional (hcp) called technical services (ts) for assistance with programming the pacemaker to magnetic resonance imaging (MRI) protection mode. The device was interrogated and found there to have been a lead safety switch (lss) alert triggered due to high out of range right ventricular (rv) lead pacing impedance measurements. Subsequently in a follow up visit, the presenting electrogram (egm) was reviewed and it was noted that the rv lead pacing impedances appeared to have gradually been increasing over time to be greater than 2000 ohms. Further review of the presenting egm showed rv lead exhibited high pacing thresholds, low amplitudes and possible oversensing noise that led to pacing inhibition that lasted greater than two seconds. Ts discussed possible causes and recommended for possible revision. At this time, no intervention or adverse patient effects were reported. This rv lead remains in service.